Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the intermittent image could not be determined. The image issue may have been caused by long term use or a failure in the power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for further evaluation and testing. The device has not been received to-date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during routine inspection by the customer, the facility's technician found there was an intermittent image on the monitor. An olympus field service engineer (fse) went on-site and confirmed there was an intermittent image coming from all scopes, when using the subject device. There were no reports of patient harm or injury associated with this event.